Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The intended procedure was therapeutic. The monitor froze intermittently throughout the procedure then returned to normal operation. The intended procedure was completed with the same device, however, the duration of the procedure was longer than anticipated.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus a "frozen image." There was no patient injury or harm, associated with the problem, reported to olympus.